Event description:
A customer obtained lower than expected vitros phyt results from multiple samples of a single patient when run on a vitros 5,1 fs chemistry system. The following results were obtained: results = < 3.0, <3.0, 10.9, <15.0 vs. An expected result = 29.3 g/ml; the affected results (< 3.0, < 3.0) were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer tested a redrawn sample after the physician questioned the results. A corrected report was issued. There was no report that patient treatment was given or changed as a result of the affected results. There was no report of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that the customer obtained lower than expected vitros phyt results from multiple samples of a single patient using a vitros 5, 1 fs chemistry system. The investigation could not determine a definitive root cause. A sample issue related to improper sample collection, a pre-analytical sample processing/ handling or a reagent related issue cannot be ruled out as contributing factors. There is no evidence that an instrument related issue contributed to the event.